Event description:
There are two defects in the atrial septal wall. During many attempts to implant the amplatzer® septal occluder (aso), the intima tore and required surgical repair.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon attempted to apply a clip to the cystic duct, but a loud crunching could be heard from the handle mechanism and the clip failed to close. The surgeon attempted to apply a 2nd clip, which nearly closed but not quite. When he attempted to remove the clip applier from the 5mm trocar, the jaws were rigid and would not collapse down. The surgeon removed the trocar with the clip applier stuck inside. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the el5ml device (b) found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9j788, expiration date: 12/2014, manufacturing date: 01/2010. Jaws disengaged.